Event description:
It was reported that the implant failed.

Manufacturer narrative:
Additional patient information has been provided. The correct date of initial submission report was 01/7/2015.

Manufacturer narrative:
The device has not yet been received from the customer. An update will be provided when additional information is available.